Event description:
In 2009, the user facility (hospital) reported that they could not obtain adequate gas transfer during a cardiopulmonary bypass procedure in which a terumo rx oxygenator was used. As the result of this event, the rx oxygenator was changed out during the surgery which resulted in 250 ml loss of blood. Due to the blood loss, terumo deems this as an adverse event.

Manufacturer narrative:
As indicated in the complaint, the user facility reported that they experienced difficulty in maintaining adequate gas transfer properties during a recent cardiopulmonary bypass procedure. Terumo has obtained the actual device that was used in the procedure and is currently conducting performance evaluations with the suspect device. At this time, terumo is aware that the pt lost approximately 250ml of blood as a result of the product being changed-out during the surgical procedure- and will continue to investigate any additional pt conditions that may have resulted from the reported event. Terumo recognizes that the investigation is incomplete at this time and anticipates submitting a follow-up MDR in the near future to include new information that is derived from the evaluation.